Event description:
The customer reported that while running an htlv I/ii assay, using summit sample handler, there were bubbles in the wells and no error message was given. A field service engineer was dispatched and could not duplicate the problem. "Fse" checked adjustment for reagent racks. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-04226-08.